Event description:
The customer reported that the unit does not charge and also fails the ECG test during the opcheck. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit does not charge and also fails the ECG test during the opcheck. There was no reported patient involvement. The device was evaluated at philips. The symptom was verified. The issue was localized to the power pca.